Event description:
Pt implanted with large prodisc-c at c4-c5, c5-c6 has been suffering axial pain with no radicular symptoms since being implanted. The pdc at c5-c6 was removed and the implant at c4-c5 was left in place.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Evaluation is in process. No conclusions can be drawn at this time.